Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels of 85 and 60mg/dl. Low blood glucose levels were treated by eating food, and the issue resolved. The customer was fine at the time of the call.